Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited intermittent capture. The lead was capped and replaced. The patient was doing well post procedure.